Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter confirmed that there was no damage to the pump casing and no moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/31/2016 with the following findings: a review of the black box showed evidence of reboots on (B)(4) 2016. One reboot event on the complaint date was associated with the clearing of a call service 088 alarm, which is part of normal pump operation. The battery cap contacts were found to be within required specifications and the battery cap was able to fully tighten. The pump powered on normally and was exercised for 24 hours with no power issues and no alarms occurring. The pump casing was removed and no internal defects were found. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.